Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch batch retain testing or product investigation.

Event description:
Cancer on tongue [tongue neoplasm malignant stage unspecified]. Device ineffective (fixodent dawn to dusk adhesive did not last through meal) [device ineffective]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, version unk cream and/or fixodent denture adhesive free cream, unspecified total daily uses for years, and reported the following: has been diagnosed with cancer on her tongue. She mentioned that none of the fixodents have ever lasted all day; she has often had to use fixodent before each meal, and recently applied fixodent dawn to dusk, an hour before she went to a luncheon and hold did not last through the meal and she had to leave most of it uneaten (device ineffective). The case outcome was unknown. No further info was provided.